Manufacturer narrative:
Additional part replaced during service: oil mist filter. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra) the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit for the past 6 months (03/12/2015 to 09/08/2015) was reviewed and did not reveal a significant trend; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for functional evaluation. The assignable cause of the haze/mist/vapors issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 200 was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the catalytic converter was replaced. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of a "white fog" emitting from the sterrad 200 sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.